Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podj''s). During the procedure, the physician successfully deployed and detached initial ruby coils and pod6''s into the target vessel using a lantern delivery microcatheter (lantern). While attempting to deploy a new podj in the patient, the physician encountered resistance and then attempted to retract the coil. However, upon retraction, the physician noticed that the podj had unintentionally detached. Subsequently, the physician decided to leave the coil in the patient because it was close to the target location and in a safe location. The procedure was then completed using the same lantern, additional ruby coils and pod6''s. There was no report of an adverse effect to the patient.